Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was not able to clear the alarm and was not able to complete rewind. Customer also reported that there was leak at the reservoir barrel. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 noted. Device received with corroded electronic assemblies, corroded battery tube and corroded motor home switch.